Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-616a-1861: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that laser fiber had problems. It was noted that the laser kept going on standby. Attempts were made to use the fiber however "after 30 seconds of trying to use the fiber, the machine would go into standby again". The procedure was completed with a second fiber. Patient outcome: no injury to patient reported.